Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep met the patient for her pre op appt. When rep began programming the pt reported she felt no paresthesia, rep then did a impedance check and contacts 0-3 reflected numbers ranging between 4000-8000. 4-7 ranged less than 2000, no less than 1300. Almost all programs went into oor, and none of my programming attempts gave paresthesia to the patient. After explaining the situation with the provider it was decided to try hf. Allow the patient to try the programs that were created on contacts 4-7 and follow up in a couple weeks to see if there was any relief and re-check the devices impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the rep had actually met with the patient during their post-op appointment rather than at their pre-op appoint that was previously documented. The cause of the oor impedances was unknown. Contacts 4-7 were used and when the rep turned up stimulation the patient did not report feeling stimulation. Once they hit the opr, the rep continued to increase and got to max. The patient reported no paresthesia was felt. It was reported that this was tried in high density (hd) and low density (ld) settings, with the same results. It was reported that the rep saw the patient only at their post-op visit on (B)(6) 2022. They had a telemed visit next with their surgeon to determine if the hd settings that the patient was left with gave them any relief. The patient was to make an appointment at their pain management office and see the manufacturer again prior to their visit, to evaluate impedances and any relief. The rep called the patient again yesterday ((B)(6) 2022), and left a voice message to get that appointment. The rep indicated that if they did not hear from the patient they would call them back. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.